Event description:
A medtronic ent representative reported that while in an ent procedure, the system became approximately 3 to 4mm inaccurate. This was noted after changing instruments and checking accuracy on the bridge and tip of the patient nose. The surgery was completed with the use of the fusion navigation system. There was no negative impact on the patient outcome.

Manufacturer narrative:
Upon completion of the documented investigation of this complaint, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
No files have been received by manufacturer for evaluation to date. Software has not been evaluated as of the date of this report.